Event description:
Baxter product surveillance was contacted by registered nurse (rn) on (B)(6) 2012 regarding transfer sets and titanium adaptors. The rn stated they no longer have samples available for evaluation nor do they know the lot numbers. The rn stated they had three minicap transfer sets that came off of three separate patients. They were recently placed within the last one to two months. The samples have been discarded. The rn stated the patients came into the clinic and replaced the sets. They have not had further issues since. No further information was provided. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown; therefore, a batch review could not be performed. Should additional information become available a follow-up report will be filed. This complaint was not confirmed due to lack of sample available for evaluation. Since no sample was available for evaluation and no further information about any product problem is available, no root cause can be determined. This is report 3 of 3 associated with this issue.